Event description:
It was reported that a user of the ilet bionic pancreas experienced fluctuating blood glucose values, including hypoglycemia to 44 mg/dl during the night that responded to oral glucose candy and subsequent lows to 64 mg/dl, followed by hyperglycemia with readings up to 375 mg/dl that later returned to the normal range. Investigation included troubleshooting and user education focused on confirming low glucose using a blood glucose meter and advising the user to contact their healthcare provider due to multiple recent lows. Further investigation of this case revealed no device malfunction identified and an unclear cause for the alternating hypo- and hyperglycemia. Symptoms included low and high glucose readings without reported acute complications. Outcomes included self-treatment with oral glucose and recovery to target glucose ranges, with no medical intervention or hospitalization reported. It was concluded that, based on previously established findings for similar reports, the event involved both hypoglycemia and hyperglycemia of unclear cause with user-managed resolution and no device issue confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.